Event description:
Healthcare provider reports: "a lot of errors with protime instrument" such as "sample errors, qc out of range, device wouldn't read the cuvette", and a reading of "too low." Protime system "too low" inr results repeated and compared to reference lab: protime inr 1.4 vs reference lab inr 3.2.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for evaluation.